Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a malfunction alarm occurred and the pump screen had no display. After charging the pump for an hour, the pump display turned back on. Blood glucose was 185 mg/dl.